Manufacturer narrative:
Review of programming history event date, corrected data - additional information was received indicating the event date was incorrect. This report is being submitted to correct this data. Serial number, corrected data - additional information was received indicating serial number of the handheld computer. This report is being submitted to correct this data.

Manufacturer narrative:
Analysis of programming history.

Event description:
Review of additional and adjusted programming history identified the the event date as (B)(6) 2012. Product information was also obtained.

Event description:
On (B)(6) 2012 it was reported that the patient's device was interrogated and the settings were noted to be output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec. These settings are indicative of a faulted system diagnostics test. The patient had previously been interrogated on (B)(6) 2011 and the settings were output=0.5ma/frequency=30hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=0.75ma/magnet pulse width=500usec/magnet on time=60sec. There was no indication that the device had been programmed off purposefully. The dates were incorrect in the physician's handheld so they were unable to discern any further information from the programming history. The patient was interrogated at a later time and was reprogrammed back to the correct settings.